Manufacturer narrative:
The reported set, insulin, 6mm inserter/retractor, 24" buckle was not returned for an investigation due to the device being lost in transit; however, a photograph of the complaint product was provided by the customer. Visual inspection was of the image shows a cannula that has partially fractured. The manufacturing facility performed a device history review of the lot number reported (75x115): the review showed no deviations or abnormalities related to the reported issue. The investigator reviewed the photograph provided and confirmed the plastic cannula was fractured; however investigator could not establish the cause of the issue from the photograph. The manufacturing facility has determined that the root cause of the reported issue cannot be established in this case without the sample.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the home care user that when the listed device was removed from use, the small plastic cannula fragmented from the infusion site and remained in the patient's skin. The device user was a thin (B)(6) male; the infusion site was located on his gluteus maximums. No adverse health effects were reported.